Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks in two different episodes for a supraventricular tachycardia (svt). Technical services (ts) discussed reprogramming options and later, the sales representative contacted the physician and it was decided to not make any programming changes. It is believed that the physician is going to discuss with the patient changes in medication instead. No additional adverse patient effects were reported. The device remains in service.